Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, de novo, 90% stenosis in the mid left anterior descending. Reportedly, the 3.5 x 8mm nc tenku balloon catheter was advanced and inflated twice during post-dilatation; however, the balloon ruptured (pin hole rupture) during the second inflation of 18 atmospheres. A non-abbott balloon catheter was used; however, the target lesion was treated to some extent by the previous ballooning. The procedure was completed without additional ballooning. There was no resistance during advancement or retraction of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in japan by st. Jude medical japan company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.